Event description:
Additional information was received from the patient. They reported that it was not determined how the gym exercises/bending at the stomach affected the device. The cause of the sudden overstimulation/increase in stim sensation and increase in urinary urgency was also not determined. A likely cause was the increase in activity and lack of follow up. Steps taken to resolve the issue were decreasing stimulation to help. The issue was not yet resolved. Device removal or replacement was not planned. The device was still in use. They wrote that they had a stroke and were in a patient rehab center now. They noted that they started to believe that the stimulation was a hoax.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back referencing the event previously reported in this case and the letter they received. They stated they have stimulation currently set at 0.9v, program 5 and stated it is "sort of comfortable" but reported they are still having a return of symptoms of going to the bathroom too frequently. They stated they are getting up 2-3 times at night. They stated the return of symptoms started "when I was dismissed from rehab". They stated they can't increase stimulation any higher on this program that is comfortable. Reviewed therapy overview. They changed to program 4, 1.3v and confirmed feeling stimulation comfortably in bicycle seat area. They will monitor symptoms following therapy change. Reviewed role of ps/hcp. They were redirected to hcp to address issues reported in this case/check implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the reported issues were unknown. They called manufacturer on 1/1/20 , reset to program 5 and amplitude at 0.9 and was waiting for the results. It was unknown if the issues were resolved or not. The device was not replaced or removed and is still in use.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that about a month ago, all of a sudden, the patient's stimulation sensation started to feel very high and uncomfortable, and the sensation to go to the bathroom was very strong; they had a sudden increase in their stimulation sensation and urinary urgency. They had not had any falls, but said they had been going to the gym and doing exercises that required a lot of bending at the stomach. The possibility that there may be something going on with their lead was discussed. The patient had already decreased the amplitude prior to calling, but planned to decrease even lower until they could see their physician to have the device checked. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. They asked to get in touch with a manufacturer representative. The role of the representative was reviewed, and an email was sent to field staff. The patient stated they would call their doctor on monday.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.